Manufacturer narrative:
This report is being filed on an international product, prism hcv, list (B)(4), that has a similar us product distributed in the us, prism hcv, list (B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Retained kits of prism hcv assay kit, list number 6a52-48 lot number 96103hn00 and lot number 06346li00 (as reference), were calibrated on two different channels (reflecting two instruments) and all calibrations met instrument specifications. The positive run control values met control specifications and were in the typical range. Furthermore, 30 additional replicates of the negative run control were tested with both reagent lots on each of the two channels in order to assess reproducibility. All values of the (B)(4) run control were between 0.10 and 0.19 s/co and no false (B)(4) result was obtained. The mean values for the (B)(4) run control obtained for reagent lot numbers 96103hn00 and 06346li00 were statistically analyzed and the result indicates that the performance of both reagent lots is not significantly statistically different. A review of prism metric field data was performed with regards to irr and rrr for lot number 96103hn00. No indication for an increased irr and rrr was observed with this lot compared to the overall performance of the prism (B)(4) assay in the timeframe from oct 2009 to sep 2011. Review of the 100 member (B)(4) population testing for final release revealed no indications that the specificity of lot 96103hn00 might be adversely affected. As part of our evaluation we have reviewed the complaint records for lot number 96103hn00. This review did not identify any problems related to the customer's observation. Labeling was reviewed and found to be adequate. Based on our evaluation, we have determined that prism (B)(4) assay kit, list number 6a52-48, lot number 96103hn00, is performing acceptably, and no product deficiency was identified.

Event description:
The customer stated a prism analyzer generated a false (B)(6) hcv result for one patient sample. The patient sample was repeatedly (B)(6) for hcv on the prism analyzer, but was confirmed hcv (B)(6) by pcr testing. There was no adverse impact to patient management reported.